Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bottom teeth are rubbing the back of their top teeth and it is hard for them to bite down. Patient provided a bite video, confirming posterior open bite. Patient started resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.